Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. No unexpected alarms were noted during testing. The motor tested outside of device and passed. The insulin pump was received with minor scratches to liquid crystal display window, scratched reservoir tube window, cracked reservoir tube lip and stained address/serial number label.

Event description:
It was reported that the customer was receiving a no delivery alarm and a motor error. At the time of reporting, the customer's blood glucose level was 206mg/dl. The customer's daughter reported that the alarms were occurring during attempted administration of bolus doses. She was able to complete the rewind sequence, but declined troubleshooting on the no delivery alarm. Instead, she requested that the pump be replaced. The pump is being returned. No additional information was reported.